Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drill hole of cup did not line up with ard.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned product finds no dimensional discrepancy that would contribute to the reported problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as . .